Event description:
It was reported that eight hrs after insertion of the iab, the physician felt that the augmentation was poor. Under x-ray, it was determined that by inserting the balloon further into the aorta, the augmentation improved. When they did advance the balloon into the aorta, the pump's helium loss alarms activated, and blood was noted in the gas tubing. The iab was removed without complications.